Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was in the 700-900 mg/dl range with a high ketone level identified as dangerous. The customer indicated that pain from a previous surgery may have contributed to high bg, however, specific cause was not identified. The customer went to the emergency room (ER) for treatment. Bg was treated with intravenous insulin. Reportedly, customer was incoherent; however, left ER with the assistance of a family member 6 hours later.